Event description:
On 06/14/2022, it was reported by a sales representative via sems that a ar-7822 fibertape broke. This occurred during an knee arthroscopy procedure when the device would not go around the femur, and it broke. No additional information provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.